Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under their right breast area under lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient went to (B)(6) where the wound was lanced, cleaned and packed with antibiotic gauze. Outcome of the wound is unknown as follow up attempts were unsuccessful.